Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector had damaged pins. The root cause for the damaged connector pins was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming testing.